Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to not being able to reprocess the device completely. The foreign material appeared to be a piece of foam cap, accessory/tool or something similar. The definitive root cause was unable to be identified. The event can be prevented by following the instructions for use: "- operation manual includes the detection method at chapter 3 preparation and inspection." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation found the distal cover was scratched, the bending cover adhesive was cracked and sharp, and there were tiny chips in the objective lens and light guide lenses. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The biomedical engineer at the user facility reported that during reprocessing of the evis exera iii duodenovideoscope, a small piece of foam from the cap broke off and is lodged in the scope. There was no patient involvement. The subject device was returned to an olympus service center for evaluation. During inspection and testing, the reported piece of foam lodged in the scope was not found; however, foreign material [a brush] was found stuck in the biopsy channel. This report is being submitted for the malfunction found during the device evaluation.